Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Account using bd #me2010 in pedes had leaking 3 times. Product#: me2010 lot#: 24029290.

Manufacturer narrative:
The customer reported that the product was leaking. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model me2010 lot number 24029290 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.